Manufacturer narrative:
(B)(4). G2: foreign - event occurred in belgium. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event was not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the thread came after the initial tensioning of the juggerknot. At first the juggerknot worked fine, but after tying it was noted that the thread broke while the all suture part remained inside the bone. Another juggerknot was used to complete the procedure. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.